Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
The patient underwent a spinal surgical procedure with the use of rhbmp-2. It was reported that the patient allegedly sustained unspecified injuries resulting from the procedure. No additional information has been provided.

Manufacturer narrative:
Two quantity of the product was used in the procedure. Although it is unknown which of the products contributed to the reported report, we are filling this for notification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2004: the patient presented with the following pre-op diagnosis: chronic lower back pain with degenerative disc disease. The patient underwent transperitoneal anterior exposure of lumbar spine and on-q pain reduction catheter placement. As per the operative notes,¿ the rest of the soft tissue structure at the l3-l4 was freed with dissector. The surgeon then subsequently performed the anterior lumbar interbody fusion at l3-l4 and l4-l5 and l5-s1. The surgeon subsequently performed the posterior lumbar interbody fusion with pedicle screw fixation.¿ no intra-operative complications were reported.